Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the luer connection of the infusion set separated from the infusion tubing. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because the luer was detached from the tube.